Event description:
It was reported that the patient experienced light headedness. Upon interrogation of the pulse generator an error message was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.